Manufacturer narrative:
Technical services reviewed the rhythm strips and discussed with the field representative that the noise appeared to dissipate over time and was no longer present on the electrogram. Lead measurements were stable, the implant procedure was uneventful. There did not appear to be any fluid in the device header, the physician did not immerse the device in a sterile saline bath. The physician was not concerned, as the issue had resolved itself. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all set screws moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that following defibrillation threshold (dft) testing on this implantable cardioverter defibrillator (ICD), noise was observed on the rate/sense channel. A fax was sent to technical services for review. There were no adverse patient effects reported. Nine years later the device was explanted for normal battery depletion and was returned for analysis.